Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer just started insulin pump therapy and believes his basal rates are causing him to have high glucose of 497 mg/dl. Troubleshooting was performed. The customer's blood glucose was 263 and then rose to 497 mg/dl. The customer reported having muscle cramps and extreme thirst. The customer treated their high blood glucose with insulin shots. No medical intervention was required. The customer's recent high blood glucose began on (B)(6) 2017. The infusion set was last changed on (B)(6) 2017. Troubleshooting was performed and the cannula was bent. Nothing further reported.